Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 68-year-old male patient with a history of severe nonischemic cardiomyopathy (ef 5¿10%), ventricular tachycardia with biventricular ICD, atrial fibrillation post av nodal ablation, cad, and hypertension presented in scai stage d shock and was evaluated for advanced therapies. An impella 5.5 was implanted without procedural difficulties and initially provided flows of approximately 2.4 l/min. On (B)(6) 2025, echocardiography demonstrated worsening mitral regurgitation and the impella catheter tracking along the mitral valve apparatus, correlating with inability to achieve flows above 2.4 l/min. The heart team considered escalation to ECMO; however, the patient's hemodynamics improved after initiation of sodium nitroprusside with normalization of blood pressure and a drop in pulmonary artery diastolic pressure from 50 to 20 mmhg. Given the improvement and concern that repositioning could dislodge the device from the ventricle, the team elected not to reposition or exchange the pump. Later the same day, after returning from a CT scan, the impella displayed a ¿placement signal not reliable¿ alert, though motor current, displayed flow, and pocus imaging confirmed appropriate positioning. A confirming chest x ray was obtained, and the device remained in use. The patient also developed concerns for hemolysis as evidenced by blood in the stool, prompting temporary interruption of bivalirudin therapy. The impella remained in place for continued support toward bridge to lvad therapy, and the patient survived. Based on the information available, the low pump flow and intermittent placement signal alert are most consistent with physiologic and anatomic factors, including evolving mitral regurgitation and catheter interaction with the mitral valve, rather than a confirmed impella¿5.5 malfunction. Hemodynamics improved with afterload reduction, and imaging demonstrated appropriate pump position despite the unreliable placement signal. There were no alarms indicating mechanical failure, and the pump remained functional throughout support. Overall, the event appears related to the patient's underlying cardiac pathology and dynamic intracardiac conditions, not a device defect. Further assessment remains pending product return and data review.